Event description:
It was reported that a minicap transfer set separated at the twist clamp which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. The leak was further described as a ¿large amount of effluent" around the patient. The transfer set was replaced. There was no report of patient injury; however, the patient was given prophylactic antibiotic treatment. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one (1) actual sample was returned for evaluation which was tubing to the patient adapter only. A visual inspection of the sample with the naked eye indicated a separation between the tubing and twist clamp had occurred. There were markings observed inside the tubing indicating the tubing was positioned on the leg of the female connector. Therefore, the reported condition was verified. The cause of the condition could not be determined; however, the assembly between the two components is a friction fit and not a solvent bond; therefore, a strong tug on the tubing would cause the separation leading to a leak. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.